Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon, the device was explanted after the pt developed an infection. The pt reportedly has a mondini deformity and did not receive benefit from the cochlear implant system. The pt's device was explanted in 2007. The pt will not be reimplanted.